Event description:
It was reported that the patient was presented for replacement of the right ventricular lead on (B)(6) 2024. The lead was capped due to insulation damage. The patient was stable before, during and after the procedure.